Event description:
A small pericardial effusion and bilateral pleural effusions occurred. It was reported that versacross connect access solution for polarsheath was selected for pulmonary vein isolation ablation procedure. The patient has developed a small pericardial effusion during the ablation procedure. Patient was admitted on the hospital beyond standard of care and was discharged next day. Several days later, on (B)(6) 2025, the patient experienced bilateral pleural effusions which was diagnosed via ultrasound. The patient was hospitalized. Subsequently, on (B)(6) 2025, a chest CT angiogram confirmed moderate bilateral pleural effusions. A thoracentesis was ordered but the patient declined. The patient was treated with intravenous lasix. A chest x-ray performed on (B)(6) 2025 showed small pleural effusions. It was reported the patient experienced bilateral pleural effusions which resolved with medication and the patient was discharged on (B)(6) 2025.